Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention to treat capsular contracture. Breast prostheses were re-implanted into the patient. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with mentor memorygel breast implant 550cc gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. As a result, the patient underwent a surgical intervention on both breasts to treat the capsular contracture on (B)(6) 2018. The breast prostheses were re-implanted on this date which is contraindicated in the IFU. This medwatch report is for the patient¿s right breast prosthesis. The patient suffered from more complications in 2021 from the same set of breast prostheses. These events are detailed in manufacturer report numbers 1645337-2021-04807 and 1645337-2021-04808.